Event description:
Same case as MFR report #: 2134265-2012-07494. It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure placed a 2.5x12mm promus element plus stent in the distal left anterior descending (lad) artery and a 2.5x16mm promus element plus stent in the proximal lad artery. Six days later the patient presented with clotting in the proximal left anterior descending artery. No additional information was available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).